Event description:
It was reported via repair work order that the foot left side rail was broken off the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.